Event description:
The dr reported that there were surgical site infections on 3 of his last 4 bowel surgery pts. Pt 1: colostomy closure. Cellulitis of the abdominal wall. Wound cultured staph. Epidermidis/aureus on post-op day 2. Pump was discontinued and pt received antibiotics. Pt responded well to the antibiotics.

Event description:
Pt 2: pt with cancer. Developed same type of infection as the first pt on post-op day 2. Treated and responded well to the antibiotics.

Event description:
Pt 3: bowel resection. Developed cellulitis along the incision site on post-op day 2. Treated and responded well to antibiotics.